Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 07-jun-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a specimen cup. No handpiece was received as part of this return. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, several scratched on the optic of the lens could be identified. Complaint issue ¿pt-explant, hm-blurry vision, hm-glare surgical intervention required, hm-halo vision- surgical intervention required and dc-no reported device problem¿ was not confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a5: race: section . Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. Historical data analysis: a search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). Patient feels distance vision (dv) not crisp in both eyes (oculus uterque -ou), even though his refraction after initial surgery pl-0.25x37 20/20. Also patient can no longer see golf ball at a distance post initial cataract surgery. Iol was explanted in a secondary surgical procedure and replaced with another johnson & johnson lens, model zct150 20.5 diopter. There was no incision enlargement, no suture(s), no vitrectomy, no medical attention, and no medication prescribed (outside of standard care). Best corrected visual acuity (bcva) pre-operative: 20/60 and bcva post-operative: 20/20. Patient outcome post-procedure: best uncorrected dv at 1 day post-op 20/40+1. No further information is available.